Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer received with multiple insulin pump errors. Customer was unable to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received error 38 during rewind due to corroded motor home switch. Unable to verify pump error 43 and pump error 130 anomalies, perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Motor tested outside the device and received pump error 38 at rewind. Device passed sleep current measurement, active current measurement and self test. No pump error 2 or pump error 28 anomalies noted.